Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 3 february 2017. The representative reported that the gantry door would not open, rather tilt would occur. The representative reported that they manually opened the door, readjusted the sliders to ensure homing/docking location could be attained and invalidated then re-homed the gantry. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while starting up the imaging system, the gantry door would not open. No additional information was provided. There was no patient present when this issue was identified.